Event description:
The customer reported non-correlating cardiac troponin patient results between two access 2 immunoassay systems. The customer indicated that patient results did not correlate between the two instruments. Additionally, the customer indicated that erroneous cardiac troponin (accutni) patient and failing accutni quality control results were generated from these two access 2 immunoassay systems. This report is two of two and represents the generation of a non-correlating, erroneous, accutni patient result, for one patient, generated from one access 2 immunoassay system with serial number (B)(4) on (B)(6) 2011. Actual patient data was not supplied by the customer and it is unknown whether the patient result was erroneously elevated or erroneously low. It is unknown whether the result was reported outside of the laboratory and while there is no report of adverse event or serious injury related to this event, it is unknown whether there was a change to patient management. Additionally, this instrument's quality control results failed to meet customer established specifications during the timeframe of this event. Beckman coulter inc. Assessment of customer supplied system data indicated that this instrument's accutni quality control (qc) results were within the customer's established range a week prior to the event, however on the day of the event qc level one and two results did not repeat as expected during a duplicate qc assessment. An instrument routine system check performed approximately two weeks prior to the event generated results which met customer established specifications. No other assays associated with this instrument were in question by the customer. Specific patient information and sample collection/handling information was not provided by the customer.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011 for this event. The field service engineer (fse) performed preventive maintenance (pm) tasks on the instrument. The fse noted during the pm that there was excess wash buffer salts in the wash carousel area and that the peri-pump tubing was compressed. All of these issues were addressed. The fse performed a instrument routine system check which yielded results within instrument specifications. The fse performed accutni quality control and calibration assessments. All results were within acceptable limits. A duplicate patient sample assessment yielded reproducible results. Upon completion of the necessary and verified repairs, the instrument was returned into operation. A definitive root cause for this event has not been determined to date. Mdrs associated with this event: 2122870-2011-04120, 2122870-2011-04121.